Event description:
It was reported that an ilet user experienced a charging issue in which the device displayed a solid green charge indicator and the screen stated it was charging, yet the battery level stayed the same or decreased, consistent with a failure to charge. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or medical care. Investigation included technical support engagement to review device performance and battery logs. Investigation of this case revealed that the issue was consistent with a charger or charging function problem in the pump power system, pending review of battery log data for confirmation. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending log review.

Manufacturer narrative:
Initial.